Manufacturer narrative:
(B)(4). Concomitant medical product - unknown cup, catalog # ni, lot # ni. Unknown liner, catalog # ni, lot # ni. Unknown lstem, catalog # ni, lot # ni. Therapy date: (B)(6) 2017. Multiple MDR reports were completed for this event. Please reference: 0001825034-2017-04395.

Event description:
It was reported that the patient's hip arthroplasty was revised due to infection. The head and liner were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. There is insufficient information to perform a complaint history search. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.